Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a bariatric sleeve procedure, on the first firing of the stapler utilizing a green reload with gore seam guard, the stapler jammed 1/4 of the way while the surgeon kept finger on firing trigger. After the surgeon released the firing trigger the blade came back to its home position without pushing the knife reverse switch forward. The patient was not injured; however, three to four rows of staples were deployed within the stomach. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5622u. The analysis found that one plee60a device was returned with no apparent damage and with a gst60g cartridge present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and frame separation was noted. This condition has been observed to cause the device to switch into reverse before the device reaches the fall firing stroke. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.